Event description:
The product surveillance technician (pst) reported the during testing of the device at the product surveillance laboratory, the electronic patient gas system (epgs) water trap polycarbonate bulb was cracked and air was leaking. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the pst connected the epgs to lab use only (luo) testing equipment. Upon visual inspection the pst found that the air intake filter/trap assembly was damaged. There was a crack in the polycarbonate shell. Despite the crack, which allowed blended air to escape prior to reaching the epgs, the device could still complete calibrations. The unit cannot be serviced by the manufacturer and the customer cannot order replacement parts as the unit is at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.